Event description:
On (B)(6) 2009, the patient's mother stated that the patient's infusion device was not working properly. The patient's mother stated that the infusion device was still pumping, but the screen was completely blank. She stated that infusion device was not dropped, was not exposed to water, and no insulin had spilled inside it. The patient's mother stated that there were no block spots on the screen, just that it was completely blank. The patient will receive a replacement infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.